Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use.

Manufacturer narrative:
During evaluation of the device at the manufacturer's service center, a "service required" code was observed. The sensor board was replaced to address the issue.